Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it took five attempts to successfully perform the cybersecurity upgrade. Following the session, the device went into high output mode. The patient was asymptomatic and will continue to be monitored.